Manufacturer narrative:
Investigation: the 36 disposable sets were received for evaluation. The sets were visually inspected. No abnormalities were noted. Samples were taken from the sets and tested for hemolysis. Hemolysis was confirmed. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing and testing records were reviewed. The lot conformed to all specifications. Reserve samples for a typical hemolyzed lot were used for hemolysis testing. Hemolysis testing was performed on the cationized and super-cationized membranes, with hemolysis found. Root cause: a definitive root cause could not be determined. It is possible that the cationization levels of the filters is causing the hemolysis. Hemolysis can also be caused by the following:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging - the presence of blood aggregation can increase the risk of filter blockage corrective action: an upper limit of the average cationization level has been established and implemented in lots now being manufactured.

Event description:
The customer reported that they are averaging a discard rate of 20-30% of plasma collected due to hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the customer returned (B)(4) disposable sets for evaluation. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.